Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s). "[Name removed] biomed called requesting fsd noting the units low map alarm is not being triggered, when setting is breached."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device, verified the complaint of alarm not triggering and determined that the root cause of the reported event was a faulty mean pressure panel meter. The carefusion failure analysis lab evaluated the mean pressure panel meter, verified the complaint and identified that the panel meter lost calibration as the root cause of the reported event. The carefusion field service rep replaced the affected component and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion, the unit was returned to the customer ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present, carefusion considers this to be an isolated incident.